Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 377775, lot# n0053668, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
It was reported the patient¿s patient programmer was displaying the sync ins screen, poor communication screen, and call health care provider (hcp) screen. It was reported the end of service (eos)/end of life (eol) message displayed on the patient programmer. It was noted the patient first saw this one night prior to report. It was noted the patient was upset because they were told their implantable neurostimulator (ins) did not ever need to be recharged or replaced. It was reported this is the patient¿s third implant and none have lasted as long as they were told. It was noted that the caller had not stopped feeling stimulation and only turned it down for sleeping however it was suspected the patient was feeling residual stimulation due to the eos status which means the stimulation is off. Additional information received reported the battery life ended and the device was at end of service (eos) and that the patient needed a new implantable pulse generator (ipg) but no surgical intervention had occurred. It was reported the patient had no stimulation and had increased pain.

Event description:
Additional information received reported the cause of the event was a dead battery. It was noted the implantable neurostimulator (ins) was replaced on 2014-(B)(6). It was further noted the patient was successfully programmed on 2014-(B)(6). It was noted the patient outcome was no injury.